Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd plastipak¿ 20ml syringe luer slip scale markings were missing. This was discovered before use. The following information was provided by the initial reporter: 360 syringes, all missing the scale marking.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9262156 quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The image sent by the customer was verified and it was possible observe scale marking missing. The probable cause for the occurrence is related to operational failure during material feeding causing mix between marked and non-marked material. The production operators will be notified about this complaint. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see h.10.

Event description:
It was reported that bd plastipak¿ 20ml syringe luer slip scale markings were missing. This was discovered before use. The following information was provided by the initial reporter: 360 syringes, all missing the scale marking.